Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of a malfunction with their insulin pump. Customer states receiving a no delivery alarm. The customer's blood glucose was 175mg/dl. Troubleshooting was conducted and found that customer had been storing his insulin outside of a refrigerated location for four or more days. Customer was advised that the improper temperature of the insulin could be leading to alarm. Customer stated they would be visiting their clinic for treatment and instruction on diabetic trainer.